Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the internal rotation of the leg is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to internal rotation of the leg. The im nail was replaced with a 10mm x 380mm standard nail per the sign technique manual. Surgeon comments: "this person had a sign nail procedure a month previously. There was an internal rotation of the leg. So original nail was removed and new inserted."